Event description:
It was reported, that during a pulse field ablation (pfa) procedure using a faradrive sheath. The patient passed away, due to hemorrhage and subsequent cardiac arrest. Initially access to the heart was obtained, with a non-boston scientific intracardiac echocardiography (ice) catheter and a non-boston sheath. An attempt was made to place a non-boston scientific coronary sinus catheter in the patient, but the physician was unable to do so. Then the faradrive sheath was inserted into the patient using a boston scientific versacross connect dilator. The patient's anatomy was reported to be tortuous, and difficulty was encountered advancing the sheath through the left femoral and iliac veins. The physician was considering canceling the procedure. However, by this time, the patient became hypotensive. The patient's condition worsened. It was stated, the patient was sometimes asystolic or in cardiac arrest. And chest compressions were started, blood transfusions were performed and epinephrine, heparin and protamine were administered. Resuscitation attempts continued for an hour, before the patient was declared dead. When examined under fluoroscopy with contrast, a torn vein was identified as the source of the hemorrhage. The physician was not able to confirm, when during the procedure the tear occurred or which device was the cause.

Manufacturer narrative:
It was indicated, that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.